Event description:
It was reported that the devices were used during a laparoscopic cholecystectomy. The devices was ejecting clips. Another device was opened to complete the case. There was no consequence to pt.